Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up during an auto capture test, the pulse generator exhibited a capture anomaly and inappropriate output. The patient was asymptomatic to the episodes. The patient was discharged, no additional information was available at this time.